Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed ¿unable to proceed¿ during a supply change, the patient¿s father observed an air bubble in the cartridge, and the patient had been using insulin pens to fill cartridges before being advised to use vials; after removing all supplies, performing a dry run, and replacing with new supplies, delivery resumed and the patient completed the procedure, consistent with a complete blockage related to the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included interviews and review of information provided by the user. Investigation of this case revealed a communications problem identified during the supply-change process and a device issue characterized as a complete blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.